Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including fatigue, brain fog, memory loss, muscle pain, weakness, hair loss, weight problem, inflammation, insomnia, vision problems, dry eyes, hypothyroid, early menopause, slow wound healing, bruise easily, poor physical recovery, vertigo, migraine, headache, acid reflux, nausea, ibs, fever, night chills and sweats, ringing in ears, metallic taste in mouth, food intolerance, blood pressure problem, swollen lymph nodes, dehydration, frequent urination, numbness and tingling in limbs, chest and nipple discomfort, shortness of breath, depression, anxiety, feeling like wanting to die, and thyroid cancer. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.